Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death.

Event description:
Analysis of the returned lead portions was performed. The lead assembly was returned in three portions with one tie down attached. Due to the condition of the lead as ¿ received, determining the connector pin versus the connector ring tri-filar coils could not be made during the visual analysis of the returned 202mm portion. The lead assembly has dried remnants of what appear to have once been body fluids inside the bilumen tubing, in some areas. An abraded opening was observed on the bilumen tubing approximately 8mm-10mm from the end of the cut bilumen tubing with one tri-filar coil exposed. White deposits were observed on the bilumen tubing. The end of the (+) white electrode tri-filar coil appeared to be melted. Incisions were made to allow for sem photos.